Event description:
Oracle ro 1225845: it was reported that a "cassette not attached" error occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "cassette not attached error" problem was duplicated. The pump was tested found downstream occlusion sensor was not functioning. The defective dso sensor will be replaced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-07964. The report was submitted in error.